Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the fragment returned is a fractured piece of the needle tip with no markings on the product or returned packaging. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2023, patient post-op appointment: patient reported not feeling right and imaging shows long, slender metal object remained in the joint space. (B)(6) 2023, foreign body removal: x-ray showed a metallic foreign body which was later identified as the tip of the zimmermeniscal repair inserter device. The patient reported after surgery she did not feel right and that at times, she felt like something was poking her from the inside out. Directed under fluoroscopic guidance, the foreign body was easily removed. The meniscal implants were not connected to foreign body and the wound was irrigated with normal saline. The patient tolerated procedure well and went to recovery in stable condition. No intraoperative complications. Radiographs: both images demonstrate a long cylindrical radiodense foreign body located in the posterior recess of the lateral joint space. It is uncertain if the distal portion of the foreign body is impaled within the posterior lateral tibial plateau or just remains in contact with the articular surface. Additional note made of a surgical clip in the lateral cortex of the lateral femoral condyle. Bones appear intact and normally mineralized. Cylindrical radiodense foreign body in the lateral posterior joint recess, potentially impaled or simply in contact with the posterolateral tibial plateau. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee meniscal repair. Subsequently, the upon follow up it was discovered that the patient retained a foreign metal object from the surgical procedure in the patient's joint space. The patient underwent surgery to remove the foreign body approximately a month and a half after the initial surgery.